Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker stored false atrial tachy response (atr) episodes due to farfield oversensing of ventricular signals on the atrial channel. There was also concern about premature ventricular contractions (pacs) and ventricular pacing. Technical services (ts) discussed troubleshooting options and programming considerations. Subsequently, blanking was extended to 65 ms and atrioventricular (av) search was turned on. This pacemaker remains in service. No adverse patient effects were reported.